Event description:
The customer reported being hospitalized and the insulin pump alarmed button error while she was out of the country last month. The customer mentioned that she was dissatisfied with the replacement of the insulin pump, and would like to someone to contact her about the costs she has incurred. Attempted to call her back three times with no results. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.